Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak on the counter of the coulter lh 780 hematology analyzer underneath the left front of the diluter box. Customer reported that the volume of the leak was 5 cubic centimeter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a startup leak in the sample access reservoir. The fse found the source of the leak was a cut tubing connected to a 't' fitting. The fse removed all the tubings and fittings, and replaced solenoid 118. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.